Event description:
It was reported to philips that the allura device would not boot up. The device was outside of clinical use at the time of the event. No harm to the patient or user was reported. A philips field service engineer (fse) visited the site, replaced the host pc, and reinstalled the system software. The device was returned to expected functionality. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. A remote service engineer (rse) evaluated the system remotely and confirmed the issue. The system was rebooted and started up; however, it took over 15 minutes to start-up. The rse worked with customer to evaluate the system interface board (sib) and power supply connection and found no issue. The rse determined the host pc was the cause of the reported problem and needed to be replaced. A field service engineer (fse) replaced the host pc and hard disk, then installed the software on-site. After the replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.